Event description:
It was reported to gore that the patient underwent endovascular treatment for an aneurysm (5 cm in size) in the left subclavian artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was stated that the 11 x 79 vbx device was implanted in the left subclavian artery in (B)(6) 2024. On (B)(6) 2025, an acute occlusion of the subclavian artery in the stent area occurred. It appeared that there was a complete destruction of the stent. Initially the physician suspected mechanical alteration between clavicle and rib, but it can be largely ruled out, as the aneurysm located at this point, which is about 5 cm in size, did not show any signs of constriction/wasting. On (B)(6) 2025, a rotarex® catheter + lysis was used via the brachialis and second vbx device stent 11x79 mm was implanted at the fracture site. On 30 may 2025, it was further reported that the patient experienced an infarction and forearm occlusion, but no further information was provided. On (B)(6) 2025 the patient had to undergo an embolectomy.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an aneurysm (5 cm in size) in the left subclavian artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was stated that the 11 x 79 vbx device was implanted in the left subclavian artery in (B)(6) 2024. On (B)(6) 2025, an acute occlusion of the subclavian artery in the stent area occurred. It appeared that there was a complete destruction of the stent. Initially the physician suspected mechanical alteration between clavicle and rib, but it can be largely ruled out, as the aneurysm located at this point, which is about 5 cm in size, did not show any signs of constriction/wasting.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. Further investigation is being conducted and will be included in the final report. Further information was requested from the physician, but was not provided yet. An image investigation will be conducted on the image received. Device evaluation and product history review will be performed if the serial number is provided and the device is available and returned. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B1 and h1 has been updated, as the reported reintervention constitutes a serious injury.